Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ information not provided. Section d4- model number: unknown, information not provided. Section d4- serial number: unknown, information not provided. Section d4- UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that the tip of the cartridge had split after the intraocular lens was fully released into the bag. The patient's post-procedure status is fully recovered. It is unknown if there is a medical or surgical intervention. No further information is available.